Manufacturer narrative:
Reportedly, the next follow-up to perform the recommended hardware reset procedure is scheduled on (B)(6) 2017. The password for the hardware reset has been provided.

Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, upon interrogation on 9 june 2017, the following warning message was displayed: "(a3) technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin." Physician also observed a non expected battery decrease. The impedances and continuities were measured twice and the values obtained were normal. Preliminary analysis results revealed the presence of overconsumption that was triggered by an esd (electrostatic discharge) at the time of implant. Following livanova's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2017, which interrupted the overconsumption of the ICD; hence restoring normal ICD behavior.

Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, upon interrogation on (B)(6) 2017, the following warning message was displayed: "[a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin." Physician also observed a non expected battery decrease. The impedances and continuities were measured twice and the values obtained were normal. Preliminary analysis results revealed the presence of overconsumption that was triggered by an esd (electrostatic discharge) at the time of implant. Following livanova's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2017, which interrupted the overconsumption of the ICD; hence restoring normal ICD behavior.

Manufacturer narrative:
Following the second hardware reset procedure, the estimation of the residual longevity displayed by the programmer was corrected.

Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, upon interrogation on (B)(6) 2017, the following warning message was displayed: "technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin." Physician also observed a non expected battery decrease. The impedances and continuities were measured twice and the values obtained were normal. Preliminary analysis results revealed the presence of overconsumption that was triggered by an esd (electrostatic discharge) at the time of implant. Following livanova's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2017, which interrupted the overconsumption of the ICD; hence restoring normal ICD behavior.

Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, upon interrogation on (B)(6) 2017, the following warning message was displayed: "[a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin." Physician also observed a non expected battery decrease. The impedances and continuities were measured twice and the values obtained were normal. Preliminary analysis results revealed the presence of overconsumption that was triggered by an esd (electrostatic discharge) at the time of implant. Following livanova's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2017, which interrupted the overconsumption of the ICD; hence restoring normal ICD behavior.